Event description:
A balloon ruptured on first inflation during a renal angioplasty procedure of a calcified lesion prior to stent placement. A pressure gauge was not used. During removal of balloon catheter trhough the sheath, resistance was encountered. Continual exertion resulted in detachment of the distal portion of the balloon in the pt. Retrieval of the balloon material, utilizing a snare, was uneventful. The procedure was completed successfully and there were no pt complications involved. Device was received, evaluated and retained by MFR. The engineering eval indicated the detached material was returned and was folded over onto itself. The material was very wrinkled. The distal bond was missing from the catheter shaft. Adhesive was noted on the shaft. The proximal bond and 9mm of balloon material were present on the catheter shaft. A kink was noted at the strain relief. Balloon rupture or balloon leakage is an anticipated event of percutaneous angioplasty which has been associated with overpressurization or use in a calcified lesion. Stent placement may be indicated when it is believed angioplasty alone will not achieve a good result. It was indicated this device was used in a calcified lesion as well as inflated without the benefit of an inflation device. It was also indicated continual exertion against resistance resulted in detachment of the balloon material. Co believes the above factors may have contributed to this event. Co's directions for use state: "it is essential that an inflation device with a pressure gauge be used to monitor pressure within the balloon to determine the adequate dilating force is appllied while not exceeding the maximum limits of the product. If loss of pressure within the balloon occurs during inflation or if balloon ruptures during dilatation, immediately discontinue the procedure. Deflate the balloon. Do not reinflate and remove carefully. If resistance is encountered due to balloonrupture or for any other reason, when removing either a catheter through an introducer sheath or a guidewire through a catheter, stop and remove products as a complete unit t0 prevent damage to the guidewire, catheter, introducer sheath or vessel."